Manufacturer narrative:
(B)(4). Returned product consisted of a maverick 2 balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. Microscopic examination of the balloon revealed a 12mm longitudinal tear at the proximal end to the mid-section of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable base on device analysis completed on 04-dec-2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 15x2.5mm, eccentric, de novo, target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the target lesion. However, the balloon could not cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon was torn longitudinally.